Event description:
Per letter received, the pt claims to have had stents implanted in the left and right iliac arteries at the junction of the internal iliacs in 1998, to improve circulation. Within a period of three years, the pt claims the stents completely blocked both the left and right internal iliac arteries. The pt notes that he can only walk a very short distance before experiencing severe pain in his buttocks, hips, and lower back pain. The pt also claims to suffer from depression and impotence due to these blockages. The pt's medical records and other data have been requested, but have not been forthcoming as yet. The product is not available for evaluation and testing. Additional info. Will be submitted within 30 days of receipt.